Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to an anomaly with the downstream occlusion(dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the device had an alarm, but the display is unknown. The event occurred during patient use at the facility. There was patient involvement but confirmed that no patient harm/adverse event reported. No ai follow-up needed.